Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. Lesion characteristics and clinical factors are unknown. A 2.75x20mm promus element sds was advanced and was unable to cross the lesion. No patient complications were reported. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified several kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination identified stent damage. The struts on the first row from the proximal edge of the stent were raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was tightly wrapped and was not subjected to positive pressure. The tip was slightly flattened. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).